Event description:
The event is reported as: alleged complaint: "in the emergency unit, during the test prior to use, it was difficult to inflate and deflate the balloon. A new tube was successfully used, no consequence for the pt."

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.